Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history performed on mar-21-2018 revealed no similar complaints were received for this production order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: age/date of birth: (B)(6). Sex/gender: male. Medical device: model#: zxr00, serial#: (B)(4), catalog#: zxr00u0195,. Expiration date: 3/1/2022, UDI #: (B)(4). If implanted; give date: 10/10/2017. If explanted; give date: 11/21/2017. Device manufacture date: 3/1/2017. During follow up, it was stated that the reason for explant is unknown. There was no suspected labeling error. There was no patient injury, vitrectomy or incision enlargement. The affected eye was the left eye. The replacement was lens was another zxroo of a higher diopter (20.5). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was explanted. No additional information was provided.